Manufacturer narrative:
The customer's calibration results were ok. The customer's qc results prior to the event were ok. There was no indication for a performance issue of reagent. The investigation found alarms related to poor sample quality within the system's alarm trace. The customer's sample preanalytical details were requested but not provided. The field service engineer replaced a tube in the reagent probe. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys testosterone ii assay results for two patients tested on a cobas 8000 e 801 module. The initial testosterone results were not reported outside the laboratory. The customer performed qc and recovered a high result ">1500" ng/dl. The customer performed repeat testing with the samples on a different cobas 8000 e 801 module. Patient 1's initial testosterone result was ">1500" ng/dl, and the patient's repeat result was 1.76 ng/dl. Patient 2's initial testosterone result was ">1500" ng/dl, and the patient's repeat result was 260 ng/dl. The customer determined the repeat results were correct. The testosterone reagent lot number was 520961 with an expiration date of 30-apr-2022.